Event description:
It was reported that alert of lead impedance abnormality was received via homemonitoring. The lead polarity was changed but an alert was received again afterwards. The physician suspected a lead conductor fracture. During a follow-up the impedance was out of range. It was decided to remove and replace the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint as well as the provided follow up data and x-ray picture were subjected to an extensive analysis. The analysis of the provided trend data, recorded between march 2nd, 2020 and april 12th, 2020 recorded the lv pacing impedance initially at approximately 750 ohms before it rose onto approximately 1700 ohms in the beginning and stayed there till the end of this recorded period. After the reported reprogramming of the lv vector on (B)(6) 2020, trend data was provided for the period (B)(6) 2020. The lv pacing impedance was initially recorded between 1100 and 1500 ohms before abruptly rising onto greater than 2500 ohms in the beginning of (B)(6) 2020 and staying there till the end of this recorded period. The analysis showed multiple abrasion marks along the lead fragment. Furthermore, the lead body was found bent and the insulation damaged (approx. 43 cm distal to the is-4 connector pin). In this area all conductor coils were found fractured. This damage is assumed to be the root cause of the reported out of range lv pacing impedance. The damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. The analysis of the provided fluoroscopic images gained no further information. Further damages such as several cuts into the insulation, most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.